Manufacturer narrative:
On (B)(6) 2025, account reports injection of kenalog 25mg to bumps on oral commissures. Patient was injected with bellafill on (B)(6) 2025 bilaterally in multiple areas. Onset of bumps in off-label areas of oral commissures, and under the right eye ~3 months prior to initial report. It is unknown at this time whether medical intervention is required to resolve the patient's issues. No further information has been provided at this time after multiple attempts. Per the bellafill instructions for use: - bellafill is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. B3: date of event - 11/26/2025: date account reports medical intervention. D9: device not available for evaluation. Bellafill syringes are single use devices that are typically discarded after use. Per bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."

Event description:
On (B)(6) 2025, account reports injection of kenalog 25mg to bumps on oral commissures. Patient was injected with bellafill on (B)(6) 2025 bilaterally in multiple areas. Onset of bumps in off-label areas of oral commissures, and under the right eye ~3 months prior to initial report. It is unknown at this time whether medical intervention is required to resolve the patient's issues. No further information has been provided at this time after multiple attempts.